Event description:
Functional impairment: [mobility decreased]. Inflammatory reaction of the knee: [arthritis]. Knee effusion: [joint effusion]. Case description: spontaneous report rec'd on 21-jul-2008 from a physician regarding a (B) (6) male pt. (B) (6). The pt's relevant medical history includes stage 3 osteoarthritis and one prior synvisc series. On an unspecified date, after receiving his second injection of synvisc (second series), the pt experienced a very intensive knee inflammatory reaction with effusion leading to functional impairment. The physician prescribed an unspecified oral corticosteroid, and used of ice on his knee was advised. The reported events lasted for 1 week. The third synvisc injection was administered 10 days later together with an injection of diprostene (betamethasone) in his knee. No adverse events occurred after the third injection. As of the date of receipt of this report the pt outcome was recovered. The physician did not assess the relationship between the reported events and synvisc.